Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of catheter and an unsealed product tray containing kit components. The distal tip of the catheter was observed to be completely flattened, melted and adhered to the edge of the tray in the seal area. The manufacturing review states, visual inspection of the single image provided for evaluation showed a partial view of an open package of a powerport isp MRI implantable port kit. A closer view revealed that the distal tip of the catheter was completely flattened and adhered to the edge of the tray in the sealing area. This damage is related to the process of placing the catheter inside the internal tray and sealing, therefore, it is determined that the cause of this condition is related to manufacturing. Therefore, the investigation is confirmed for the reported catheter crushed by a machine during packaging and identified melted issues. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 64-year-old male patient underwent a port placement procedure using powerport isp via internal juglar vein in the right chest wall. Prior to the procedure the catheter allegedly found crushed by a machine during packaging resulting in damage. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a 64-year-old male patient underwent a port placement procedure using powerport isp MRI 6f chronw/os via internal juglar vein in the right chest wall. Prior to the procedure the catheter allegedly found crushed by a machine during packaging resulting in damage. There was no patient contact.